Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; h2: type of follow up: correction.

Event description:
It was reported, that early sensor expiration occurred. The product was expired, which is misuse of the device. The sensor was inserted into the arm, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.